Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 129 and 129mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/19/2017 and open vial date is 1/23/2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer calling concern with the results being high blood results. Customer states that she run 3 test and got 97,127 and 164 mg/dl fasting. Customer states that he been eating really well for the last few days and her sugar should not be this high. Time not set correctly.